Event description:
In 2006, this pt was implanted with gore excluder aaa endoprostheses. About 2 days later, the pt underwent open repair due to a proximal type I endoleak. The devices remain in the pt. The pt is reported to be in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Proximal type I endoleak.